Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The manufacturer received information alleging that patient has been diagnosed with leukemia a couple years ago. At this time medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device has been evaluated prior to the patient's allegation, and it was repaired.

Manufacturer narrative:
The manufacturer received information regarding a dreamstation auto CPAP. The manufacturer received information alleging that patient has been diagnosed with leukemia a couple years ago. At this time medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In this report in box g: date received by mfg, in box h: eval method code, eval result code, conclusion code has been updated.